Manufacturer narrative:
Insulin pump was received with no vibration during self test due to broken vibrator motor black wire. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped its vibration function after the customer had smacked the device against a drawer. The blood glucose reading was 186 mg/dl. The customer stated that the insulin pump did not vibrate when he pressed the act button after using the up arrow to set an easy bolus amount. He confirmed that the vibrate mode was set to on. He also noted that the battery was not low and that he had recently changed the battery. Upon troubleshooting, it was found that the insulin pump did not vibrate during a self test. Advised replacement of the insulin pump. Nothing further reported.